Event description:
Meter was reading inaccurately low. Patient took no action to affect patient's blood glucose level following use of the meter. Patient contacted patient's medical professional for advice and received no treatment. The customer care representative confirmed that the meter was set in mmol/l instead of mg/dl units of measurement. The meter had previously been set in the correct units of measurement and the patient had not recently changed the units of measurement in the meter settings. The patient neither alleged harm nor experienced injury or medical intervention due to the product. Based on the apparent spontaneous change in the meter units of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.